Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of device avail. For eval: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2018, explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant had been giving her problems for the past year. The patient clarified that she doesn¿t charge the implant anymore because it does nothing for her and it caused more pain in the implant area. The patient noted there was bruising around it a couple of times almost like the implant was moving around and digging at their skin. The patient mentioned her healthcare provider wanted to do an MRI of her back as she had fallen several times in the past two months. The patient was directed to follow-up with her healthcare provider. On (B)(6) 2021, the patient reported that she had her implantable neurostimulator removed a couple of weeks ago. It was reported that since 2019, the patient has been having a problem, and the patient noted that she had not charged the implantable neurostimulator since the summer of 2019 because something was wrong with the stimulator. This was clarified to mean that something was not right and it felt like she was getting infections in her spinal cord and there was redness and bruising around the battery and puffiness around her spinal cord. The patient stated that one of the leads had moved, and they had to make another incision higher up to get it out. It was confirmed that the issue started in 2019 sometime. The patient told their health care professional about this issue in december 2019,a nd every month she would go back in for pain meds and ask them if they were going to do an MRI or not. The patient noted that she presented to her health care professional on (B)(6) 2021for a wellness check for her incision from when the stimulator was taken out.